Event description:
Event description cpi received information that this transvenous defibrillation lead was explanted. It exhibited inappropriate shocks due to a lead fracture. A new implantable cardioverter and lead system were implanted.